Event description:
The customer called and reported the insulin pump display was blank despite four battery changes. Customer's blood glucose ewas 237 mg/dl. It was also stated that the battery compartment was missing. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no blank display noted. All operating currents were within specification and the insulin pump passed the self test. No damage was noted to the liquid crystal display board isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, broken battery tube threads, a cracked belt clip slot, cracked reservoir tube window, cracked case at the reservoir tube window corners and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.